Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned because product location is unknown. Reported event was confirmed by review of pictures provided. Visual evaluation of the device pictures shows signs of repeated use and a piece has fractured off. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was fractured during trialing. The knee was very tight and the device fractured while the surgeon was trying to remove it from the patient. Attempt for further information has been made, but no further information has been provided.